Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that captivator snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, it is pretty common to have a few issues with the snares not cutting properly. The technician said that he has even had the catheter come loose from the handle trying to get some of the snares to work properly. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.